Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced trauma to her driveline exit site (dles) after the driveline caught on a kitchen drawer. The patient began experiencing increased tenderness, redness, and excruciating abdominal pain at the dles with fever and chills. A computed tomography (CT) scan of the chest and the abdomen was performed upon admission which showed no evidence of fluid collection along the driveline. The wound and blood cultures collected which were positive for (B)(6). A member of the infectious disease team was consulted and started the patient on broad spectrum antibiotics. A peripherally inserted central catheter (PICC) line was inserted for a six week course of antibiotics at home. The patient was discharged home from the hospital. The device remained implanted and was not returned to the manufacturer for analysis. Driveline site infection is known potential adverse event associated with the use of all vads as outlined in the IFU. The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicated: patient had positive blood cultures. The event was considered resolved by the study coordinators. However, 18 days later when the patient was seen in the clinic at the base of the xiphoid process there was an erythematous area with subcutaneous hardness concerning for infection. There was minimal fluid with aspiration and was negative for bacterial, fungus and wbcs. No changes were made to antibiotic regimen at this time. Fifteen days later the patient reported serosanguinous drainage from the aspiration site; IV vancomycin was completed six days later and oral doxycycline was started. Approximately 5 weeks after the start of oral antibiotic treatment follow-up cultures blood cultures were negative with positive wound cultures. With CT consult approximately two months later, entire drive line was suspected; however lvad exchange was not recommended. There were no findings of infection with abdominal CT. Three weeks later wound cultures were positive and blood cultures were negative. The patient then underwent debridement of skin and subcutaneous tissue and sinus tract, and right rectus muscle flap coverage of infected driveline. Tissue cultures were positive and the patient was placed on six week course of combination IV antibiotics with antibiotic revision two and a half weeks later due to vancomycin toxicity. The patient was discharged home on life time antibiotics approximately eight months after initial admission. It was reported that the event is considered resolved with sequelae.

Event description:
Approximately four years post hvad implantation the patient caught her driveline on a kitchen drawer. She began experiencing tenderness and redness at the driveline exit site. She was admitted to the hospital with complaints of excruciating abdominal pain near the driveline exit site. Vitals and vad parameters were all within normal limits. Infectious disease was consulted and she was started on broad spectrum intravenous antibiotics. The patient remained stable for the duration of the hospitalization. A percutaneous inserted central line (PICC) was placed to complete a six week course of intravenous antibiotics and the patient was discharged home in stable condition. Investigation is ongoing.